Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had two sensors that caused multiple sensor errors. The caller reported that upon removal, they were shorter than usual. Blood glucose level at the time of the incident was not provided. The caller was advised that the sensors would be replaced and agreed to return them for analysis.